Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged on the distal half and in the centre of the stent profile with struts bunched, distorted and lifted from the stent profile. The stent is pushed proximally from the distal markerband exposing the balloon wall for approximately 1.5mm. The stent is still securely crimped at the undamaged proximal side, therefore no stent movement occurred. A snap gauge was used during examination to measure the crimped stent outside diameter (od) on the undamaged side and the reading is within the specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with the shaft polymer extrusion profile. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 07-nov-2016. It was reported that crossing difficulties were encountered. The target lesion was contained in an acute bend and was located in the tightly calcified left circumflex (lcx) artery. After predilation was performed, a 2.50mmx38mm promus element ¿ long drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.